Manufacturer narrative:
Return requested for navlock thoracic probe. No parts were replaced. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's thoracic probe tip was twisted. A different device, lumbar probe, was brought in to be used to continue the procedure. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.